Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The pump involved in the reported incident was tested and the reported defect was not confirmed. Two volume tests with two separate sets were conducted without incident. Based on the results of the investigation, the pump operated as intended. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports same event with two different pumps. Event 2: was reported via complaint number (B)(4). Customer states, that the pump over infused. Drug being infused is taxol at 280 ml per hour. Bag was empty with volume to be infused remaining on pump. No patient injury.